Event description:
Locking cap of obturator on a baxter multilumen 9 fr access device broke off when physician was attempting to remove it to re-insert and swan-ganz line into a hypotensive post CABG pt.